Manufacturer narrative:
B3: the events occurred between the second half of the year 2022 and (B)(6) 2023. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in three episodes of peritoneal inflammation. The breach in aseptic technique was further described as unhygienic pd procedures. The patient was treated with unspecified drug infusions for the events. Pd therapy was continued during the treatments, at the time of this report, the patient hospitalization, patient outcomes and patient retraining on the proper aseptic technique were not reported. The reporter declined to provide additional information.